Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device delivered malformed staples. There was bleeding at the anastomosis, and a small laparotomy had to be performed in order to remove the malformed staples and create a new anastomosis. There were no additional pt consequences.